Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported two phacoemulsification handpieces with no phacoemulsification power during the same cataract procedure. The case was completed using a different system and a different handpiece. There was no patient impact and there was no patient harm reported.